Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor and performed continuity resistance testing. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings. Unable to perform the insertion complaint due to the complaint being against the sen-serter, and the customer returned on the sensor.

Event description:
Customer reported via phone call that they have a sensor anomaly. Customer states that their sensor and blood glucose readings are off.